Manufacturer narrative:
Concomitant medical product: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they had a spell and fell. It was reported that the fall was unrelated to the therapy. The patient reported that the front part of the controller got smashed when they had the fall. After the fall, the patient reported that they were having difficulty charging and had to ¿fight to keep a signal with the controller¿ while charging. No patient complications have been reported because of this event.